Manufacturer narrative:
1038671-2023-00349 d10: (B)(6) - 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm. (B)(6) - 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm. (B)(6) - 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00349. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 17 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, and implant pain. Revision surgery operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4. The following sections were corrected: d4 . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.